Manufacturer narrative:
Unchecked "required intervention to prevent permanent impairment/damage (devices)." The driveline cable was not returned for evaluation as it remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Visual evaluation of the device by the field representative revealed that the device failed to meet specifications due to damage at the strain relief of the connector exposing wires, thus confirming the reported event. The reported electrical fault alarms on the reported event date were confirmed via review of the controller log files. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported electrical fault alarms is damaged strain relief exposing the driveline wires. User interface and driveline care are factors that are known to contribute to this type of event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. The IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the "patient showed up to the hospital because he got critical alarms." The "vad coordinator contacted the manufacturer to inform them that the patient got a persisting electrical fault alarm and that they sent the log files for analysis". It was stated that the "log file analysis confirmed the persisting electrical fault alarm (rear over current trip)". It was also stated that the "pump was running on the front stator only, and an increase in power consumption was visible on the waveforms". The "manufacturer representative went on site on 10/12/2015 to inspect the driveline." "The strain relief was completely broken exposing the wires." "Because the driveline had already been repaired multiple times, the persisting e-fault and the broken strain relief, it was decided to perform a splice repair." A "splice repair was performed overnight on (B)(6) 2015, with a pump stop time of approximately 2x 10 seconds." "Per vad coordinator the patient tolerated the short pump off time very well, with no effect on the patient." Patient was re-educated on proper handling and care of their equipment. No additional information provided. Investigation is ongoing.